Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller indicated that the assure pro meter was reading inaccurately. Patient became diaphoretic, clammy and cold. Called 911. Paramedics got a reading of 400. They are not sure what time expired between the meter reading and the reading of 400 with the paramedics. Nurse's remember seeing an error message of e - something, but they do not know which error message number, only 'e'.